Event description:
It was reported that a spectrum pump had system error 105 alarms. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The reported system error 105 was reproduced and confirmed during eval. This error message has been attributed to a failed motor (flex). The motor assembly was replaced.